Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 296 mg/dl. An occlusion alert occurred earlier in the night, which cleared after restarting the ilet. The user later gave a manual insulin injection without disconnecting, and bg rose further after an unannounced snack. The infusion set was changed, and bg values returned to range. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.